Event description:
The patient¿s generator was replaced. The generator has been received by livanova and product analysis is pending but not yet complete. No additional or relevant information has been received to date.

Event description:
Product analysis was completed for the returned generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified in the product analysis lab. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced constant autostim stimulations, making him sweat, vomit, and causing a sore neck. The patient reported that he could not sleep, and that the pain went from his neck up to his ear, and his symptoms did not change according to what position he was in. Once the magnet was taped over the patient's generator, the symptoms went away. The patient visited his neurologist and the device was disabled. At the time the interrogation revealed nothing remarkable in terms of diagnostics. It was reported that the patient was feeling fine over the weekend and there was no reason to suspect that the autostim's frequent stimulation was due to the patient's heart rate being higher than normal. The device was turned back on later with autostim remaining disabled. Programming history was reviewed from the generator and no anomalies were seen. The amount of autostimulation per day was similar across the weekend of the event as compared to previous time periods. The amount of total stimulation per day was similar before the event and during the event. The patient was referred for replacement in order to have day night features, and due to the patient¿s belief that the autostim function of the generator was not working. Surgery is likely but has not occurred to date. No additional or relevant information was received to date.